Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - the reported complaint was confirmed from the evaluation. The inspection of the base unit showed that the base unit's handle has been closed without the transitional member in place resulting in the hole in the handle casting becoming egg shaped - this is misuse. The handle casting must be replaced along with the small parts to reassemble the left bracket, which had to be disassembled for the removal of the defective handle. The 6-inch transitional member shows deep scratches on the bearing surface on its bottom, and it must be replaced to prevent damaging and disrupting the function of the handle assembly. The adjustment wrench is missing and must be added to the unit, and after completing the repair, the function of the unit must be checked. As a result of the issues observed, the unit was scrapped. Root cause - complaint is confirmed via inspection of the unit. The returned unit had been damaged due to improper assembly as the base handle was closed without the 6-inch transitional being inserted causing the handle to become misshaped. A warning label on the base unit cautions the user to not close the handle without the transitional attachment inserted. No corrective action has been initiated for the same or similar issue. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Manufacturer narrative:
This supplemental MDR is for a correction to the aware date submitted in the initial MDR: please note that the correct aware date is 3/19/2024, but a typographical error was made in field g3. Note: this is not a late MDR.

Event description:
N/a.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2024-00051: a facility reported that the skull clamp unscrewed during procedure leading to removal of pins, and the patient's head was no longer maintained. The pins & skull clamp had to be re-positioned, and the nurse had to maintain the head of the patient to finalize the procedure. The child had bleeding which needed stitches. There was increased surgery time of 15 minutes. This report is for the mayfield ultra base unit (a2101) used concomitantly with the skull clamp.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.